Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation.

Event description:
Medical staff reported left side "the sign of "oil ensatada" and slight thickening of the subcapsular tinea, compatible with intracapsular rupture, with mild to moderate collapse of the device, can be seen. Adjacent to its posterior margin, with an extracapsular location, a 2.1 x 28 x 58.3 mm apxtxcc silicone sheet can be seen, suggesting an extracapsular rupture, or remains of an old rupture/leak. In addition, it associated a large amount of periprosthetic fluid, asymmetric with respect to the contralateral breast, without associated capsular enhancement, nonspecific". "Bilaterate retropectoral prostheses, with signs of intra- and extracapsular rupture". "Mild-moderate cotapsis of the left prosthesis". Device remains implanted.

Manufacturer narrative:
Reason for reoperation: intra and extracapsular rupture and leak diagnosed via MRI.

Event description:
The device has been explanted.